Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative reporting that there had been resistance when the guidewire was inserted in the catheter. No other damage to any of the devices was observed aside from the previously reported broken catheter tip.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an apollo catheter tip that detached prematurely. The patient was being treated for an arteriovenous malformation. Vessel tortuosity was moderate. It was reported that the apollo catheter was prepared and flushed according to the manufacturer instructions for use. Prior to use in the patient the guide wire was inserted into the apollo catheter and it was found that the tip of the catheter had been broken. The apollo catheter was then replaced with another medtronic microcatheter for the procedure. There was no harm or injury to the patient.

Manufacturer narrative:
D10: device available for evaluation - additional information g4. Date MFR rec ¿ additional information h2: type of follow up - device evaluation h3: device evaluated by manufacturer- additional information h6: codes updated apollo micro catheter was returned for analysis. As received, the 3.0cm detachable tip was found to be detached from the apollo micro catheter. The detached tip will not be returned, and the reason was not provided. Therefore, any contributing factors from the detached tip could not be assessed. As returned, it could not be determined if the useable and distal length of the apollo micro catheter is within specification as the detachable 3.0cm tip was detached and not returned. Upon visual inspection, no irregularities were found with the apollo hub. No bends or kinks were found with the apollo catheter body. The ldpe coupling tube overlap length was measured to be 1.5mm which is within specification. No other anomalies were observed. Based on the device analysis and reported information, the customer¿s report of ¿tip premature detachment¿ was confirmed; however, the cause could not be determined. Tip premature detachment (during navigation or repositioning) can be caused by detach joint ldpe overlap length too short. However, the detach joint ldpe overlap length was measured to be within specifications. In addition, per the DHR review, the tip detachment tensile value was found to be within control limits of historical spc data and specifications. Tip premature detachment can also occur due to too much vessel calcification (tip gets caught and dislodges), repositioning of the micro catheter while it is in a wedged position or with vessels that are in vasospasm, or use of incompatible guidewire. The guidewire used in this event was not returned and model and lot number were not provided therefore, any device analysis could not be performed, and compatibility could not be assessed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.